Event description:
It was reported that during tka handpiece was calibrated and homed as expected during set up. When entering femur cutting in exposure mode, a handpiece jam detection error appeared. Rep power cycled the navio and tried the same handpiece again but was not able to calibrate and home properly again. The surgeon waited for an hour and a half while the patient was under anesthesia and tourniquet and had an open incision while another navio handpiece was reprocessed (all other handpieces were used earlier in the day and none were sterile). Rep power cycled the navio and tried the other handpiece, which calibrated and home successfully. Doctor was able to finish the rest of the case without further issues.

Manufacturer narrative:
H10: additional information on a1, b2 and e1, h11: correction on b1, h1 and h6.

Manufacturer narrative:
H6: the reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual was reviewed and it provides instructions on troubleshooting homing failure/calibration issues. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. A clinical / medical investigation, determined that the doctor was able to finish the rest of the case without further issues. No clinical / medical documentation has been provided for this investigation. The impact to the patient was a 1½ hour delay while the patient was under anesthesia and tourniquet and had an open incision; no injury was reported. A relationship, if any, between the subject device and the reported event could not be determined. Factors that could have contributed to the reported event would be if the point probe was kept on the handpiece after homing and when moving back into the cut screen or if it was an occurrence of a siu bug that causes jam errors and is only resolved by a system reboot. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.